Event description:
Pt complains of allergic reaction, pain in right breast, pain in chest wall, osteochondritis, hepatitis, epstein barr virus antibody, sore throat, chronic fatigue syndrome, fibromyalgia, pain in joints and muscles, sweats/chills, fever, headaches, shortness of breath, memory loss, loss of concentration, sleeping problems, autoimmune disease, numbness/tingling, hair loss, hands and eye inflammation and panic attacks.